Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 412 mg/dl when the customer woke up that morning. The customer treated with manual injection. The drive support cap appeared normal and recessed. It was noted that the time and date were incorrect and the customer was assisted in correcting it. The basal rates and bolus wizard settings were programmed accurately. The customer declined to perform the high pressure test and was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.